Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 5gal red screw cap the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: caller states they have the 5 gallon sharps container that had the metal screw lid, 305577. The lid is missing from their sharps container so their environmental services group will not collect the sharps. Caller is looking for another 5 gallon sharps container with the screw on lid so he can replace the lid or a larger sharps container large enough to place the entire container in it.